Event description:
A customer contacted beckman coulter inc. (Bci) stating the synchron lxi 725 clinical system was leaking from the reagent probes. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting. Cts had customer check that reagent probes fitting and cc (cartridge chemistry) reagent syringe assembly. Customer stated that the cc reagent syringe assembly was loose and tightened it. This resolved the issue.